Manufacturer narrative:
(B)(4). Concomitant medical products: femur trabecularmetal cruciate retaining (cr) narrow porous, catalog #: 42502206202, lot #: 63851672, natural tibia trabecular metal two-peg porous fixed bearing right size f, catalog #: 42530007502, lot #: 64458918. Report source - foreign: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001822565 - 2021 - 02762, 0001822565 - 2021 - 02761, 3007963827 - 2021 - 00217.

Event description:
It was reported that a right tka was performed, but had to be revised due to lcl failure. Implants were removed and a rhk was implanted. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. The results of the investigation are as follows: no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.